Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. The lead had migrated. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the entire system was explanted.